Event description:
Boston scientific crm received information via the latitude red alert, that this cardiac resynchronization therapy defibrillator (crt-d) was set to a value other than monitor therapy. A latitude red alert was also issued for a high shock impedance measurement. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.